Event description:
The reporter stated that the patient was hospitalized for diabetic ketoacidosis (dka) in (B)(6) of 2010. A specific date of the reported incident was not given. The reporter stated that the patient's blood glucose (bg) the morning of the incident was around 170 mg/dl and the patient was "feeling fine". She stated that about an hour later the patient's bg was between 200 and 300 mg/dl and the patient tested positive for ketones and was vomiting. The patient was reportedly taken to the doctor, who sent the patient to the emergency room (ER), where he was treated with intravenous fluids (IV) and nausea medication. The patient was reportedly still on insulin pump therapy (ipt) at that time. The reporter stated that the patient was later transported from the ER to another hospital, and was admitted with a diagnosis of dka. Upon admission to the hospital, the patient was reportedly removed from ipt and was treated with IV fluids and placed on insulin injections. The reporter could not recall what the patient's bgs were at the time he was admitted to the hospital. The patient was reportedly kept in the hospital overnight, and the patient resumed ipt with new supplies. The patient was reportedly discharged from the hospital with bgs in "usual range" and the patient has not had any similar incidents since. The reporter stated that the infusion site/set had been changed the morning of the reported incident, and could not specifically recall any issues with the site or set. Troubleshooting of the pump was not completed because the pump settings had been changed multiple times since the reported incident, and the settings and history from the time of the incident were unavailable for review. The pump is not being returned at this time, and the patient continued on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing found no insulin delivery defect with the pump. The pump was used after the original complaint date and all histories and black box data had been overwritten: testing was unable to adequately investigate the original blood glucose complaint. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. The pump was exercised for 29hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Test boluses were correctly calculated and written to the pump history.